Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review for lots 0195143, 0080379, and 0119474 there was no non-conformances associated with this issue during the production of these batches. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that insyte-n autoguard winged yel 24gax.56in catheter split. The following information was provided by the initial reporter: it was reported that the catheter splinters or splits, is difficult to puncture skin, and does not thread right. Multiple complaints from nursing staff of bd intravascular catheters splintering or splitting. Upon single attempt, the plastic sheath of catheter splinters when needle is re-introduced. On initial insertion, there have been complaints of needle not cannulating the skin/vein easily and resistance is met. IV infiltrates appear to be trending up.

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0195143. Medical device expiration date: 2023-06-30. Device manufacture date: 2020-07-13. Medical device lot #: 0080379. Medical device expiration date: 2023-02-28. Device manufacture date: 2020-03-24. Medical device lot #: 0119474. Medical device expiration date: 2023-04-30. Device manufacture date: 2020-05-01. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte-n autoguard winged yel 24gax.56in catheter split. The following information was provided by the initial reporter: it was reported that the catheter splinters or splits, is difficult to puncture skin, and does not thread right. Multiple complaints from nursing staff of bd intravascular catheters splintering or splitting. Upon single attempt, the plastic sheath of catheter splinters when needle is re-introduced. On initial insertion, there have been complaints of needle not cannulating the skin/vein easily and resistance is met. IV infiltrates appear to be trending up.